Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on 12-09-2022 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, however data does not reflect the alleged device for serial number (B)(6). The allegation was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).